Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed four months remaining longevity. The patient was seen and the device showed less than three months to explant. Boston scientific technical services (ts) verified that the device was not yet on elective replacement indicator (eri) status. Additional information indicates that everything was fine and the physician was waiting for the device to hit elective replacement indicator (eri) to proceed for change out. As of this time, the device remains in service. No adverse patient effects reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) longevity showed four months remaining. Moreover, a chronic high threshold was noted. Further information was obtained indicating that everything was fine with this crt-d and it was verified from the field representative that the chronic high threshold had caused the battery depletion. This crt-d was explanted. No adverse patient effects were reported.